Event description:
Dealer alleged that the heat exchanger was leaking. Per independent repair center statement, the unit was giving low o2 yellow light and the heat exchanger and the bed hoses were leaking.